Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the implantable cardiac monitor (icm) experienced an electrical reset when cautery was used. It was further reported that device experienced interference/ noise. The issue was resolved and the device remains in use. No patient complications have been reported as a result of this event.